Event description:
Report: (B)(4): llt codes: 10069327: product quality issue, (B)(4): medicinal patch adhesion issue. Narrative: patient reports tegaderm has been ineffective and does not "stick well." Patient feels the quality of the tegaderm has reduced recently. From 4. Diagnoses for use (dressing) -; complex sig order (prod 1): sig: apply dressing topically as directed for wound care.